Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issues. The customer's blood glucose level 7.8 mmol/l at the time of the incident. The customer¿s mother stated that the insulin pump had lost the audio and there was no difference between level 1 and 5. The insulin pump had no leading alarm and the issue had been ongoing for around 2 weeks. They were unsure of the cause of the event. The device will not be returned for analysis.